Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An evercross pta balloon was being used for treatment of a calcified lesion with 80% stenosis in the mid left superficial femoral artery. The artery was 5mm in diameter with severe calcification and minimal tortuosity. A non medtronic inflation device was used with 50/50 contrast inflation fluid. It was reported the balloon burst circumferentially/radially on the second inflation during the procedure. The balloon did not detach. The device was safely removed from the patient. The procedure was completed using another evercross balloon. No patient complications have been reported as a result of this event.